Event description:
The customer reported a problem with the system's cine mode feature. There is no report of death or injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reformatted during the service call. The system was tested and found to be working as intended and put back into service.